Event description:
It was reported that during a device change out procedure, cross talk was observed on the device. Programming changes were made however the issue was not resolved. A new device was requested however cross talk issue was observed again and the device was not implanted. Physician suspected that the crosstalk was only observed when the rv lead was plugged into the device and that it may be due to an unknown lead issue. Lead was revised and a new device was implanted. Patient was stable and will be followed normally.

Manufacturer narrative:
The reported field event of noise was confirmed. The device was tested on the bench and no anomalies were found. The noise was not reproducible and the cause of the noise could not be determined.